Event description:
It was reported that patient got infected during the test stage. The infection occurred at the pocket site. There was culture taken from the device pocket. Surgical intervention was required as a result of the event. The device was explanted and the lead was removed from the infected site. The patient experienced symptoms include burning sensation, drainage/incisional wound opening, pain and redness. Patient status was reported as alive with no injury or adverse event. Follow-up information reported that patient never received an implantable neurostimulator. Only the lead was implanted.

Event description:
Follow up reported the infection was resolved and the patient was re-implanted. No further information was reported.

Manufacturer narrative:
Product ID 3889-28, serial# unknown, explanted: 2012-(B)(6), product type lead. (B)(4).